Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
There was a report that there was leakage from a texium extension set connection to a smartsite. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. There were no damages, leaks or separations observed during visual examination or functional testing of the set and this was further supported by leak testing. The root cause of the reported leak at the texium connector was not identified. The set performed as intended during all testing.

Manufacturer narrative:
.